Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicates this device was explanted for a therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation this implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited noise and low out-of-range (oor) shock lead impedance of 0 ohms whenever a commanded shock was done. Boston scientific technical services (ts) discussed electromagnetic interference (emi) was affecting the measurement since the patient was on a ventilator due to shortness of breath. Additional information obtained from field representative that the ventilator was determined to be the cause of the low impedance readings, as all impedances in all configurations were normal after the ventilator was removed. The system remains in service. No adverse patient effects were reported.